Event description:
It was reported that during a procedure the device shorted out. There was a 0-30 minute delay. A backup device was the same kind was available to continue the surgery. No patient or user injury was reported.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on may 02, 2017 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint of shorting out could not be confirmed. Product did not generate any shorting out or errors during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu short out or produce errors. All functions perform as expected. No problem found. No containment or corrective actions are recommended at this time.